Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that during a customer revoew of the event history log a spectrum pump displayed a repeating pattern of air in line alarms, suggesting that the device was falsely alarming for air in line. The occurrences suggest a device malfunction. The customer also reported that there was no patient injury or medical intervention.

Manufacturer narrative:
Baxter received and evaluated the device. The shr review was completed and revealed no findings that could have been directly contributed to the current complaint of ¿multiple air in line error¿. The reported symptom was confirmed through the ehl review by the presence of "air in line!" Messages in the log. Evaluation was unable to reproduce the reported allegation. Evaluation determined that continuity across the ultrasonic crystals led to the customer¿s issue. The ultrasonic sensor was replaced.